Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported gastrointestinal bleeding could not conclusively be determined through this evaluation. The patient presented with hemoglobin around 6 and their base had been 8 since on (B)(6) 2020. There was concern for gastrointestinal bleeding because guaiac test was positive, and the patient reported abdominal pain with malaise for the past 6 weeks; however, the patient had chronic hemorrhoids, and he hadn't noticed melena or blood in his stool. The patient spent three days in the hospital. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19nov2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with hemoglobin 6 g/dl status post 2 units of blood transfusion. The patient had hemoglobin at 8 g/dl where he's been since (B)(6) 2020. There was concern for gastrointestinal bleed as guaiac was positive and patient reported abdominal pain with malaise for past 6 weeks; however, patient has hemorrhoids that are chronic and he hasn't noticed melena or blood in his stool.